Manufacturer narrative:
Additional information was received about the patient. (B)(6). There was no injury to the patient and the explanted lens was replaced with the same model but a different diopter (18.5). Visual inspection was not performed as the pcb00 unit has not been returned to the manufacturer. The reported complaint cannot be confirmed. A manufacturing record review (mrr) was performed. There was no evidence of a non-conforming lens being released. The released lenses met the manufacturing release criteria. A search on complaints revealed none of the serial numbers contained in this production order are involved in other investigations. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Actual date of when the manifest refraction showed -4.00 (one week post-op) was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and at one (1) week post op, date unknown, the manifest refraction was showing -4.00. The lens was explanted on (B)(6) 2015. No further information was provided.